Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(6)- surgical intervention. Device code: (B)(6) - hernia recurrence occurred. It was reported that following insertion the patient experienced pain. It was reported that patient underwent mesh revisions on (B)(6) 2016 by dr. (B)(6) due to recurrence of hernia and adhesions at (B)(6).

Manufacturer narrative:
Date sent to FDA: 6/26/2019.